Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product allowing movement on side of the grasper only. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm cadiere forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have 14 lives remaining. The instrument passed recognition and engagement tests. It moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. The instrument successfully passed all functional tests. Correction to section d: primary product batch/lot number was updated to k10740110 0008.

Event description:
Refer to h11 for follow-up information.